Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 4:00 pm the patient started feeling very sick. Her dexcom showed a blood glucose reading of around 300 mg/dl, which kept going up. As per protocol, she changed her insulin pump (tandem mobi) because her glucose wasn't decreasing within 2 hours despite insulin administration. Dexcom later reading was ¿high¿ at 380 mg/dl, while her bg meter showed 500 mg/dl. She injected herself with "novolog vial" insulin 10 units. Around 3:00 am on (B)(6) 2025) the patient could no longer care for herself due to severe shoulder pain, a sign of high blood sugar. She called 911 because her glucose was too high for dexcom to read. While waiting, she took another "novolog vial" insulin 10 units. When emergency medical technician's (emts) arrived, the paramedics did not administer more insulin since she had just taken some. They performed an electrocardiogram (EKG) and checked her heart rate, which was very fast. They took a bg reading which was 560 mg/dl, while on dexcom¿s was still 380 mg/dl. She was vomiting, felt dehydrated, and was suspected of experiencing ketoacidosis. Emt transported her to the hospital by ambulance. At the hospital around 3:30 am upon arrival the patient was treated with 20 units of novolog insulin, and IV fluids (saline) for dehydration. Around 7:00 am the doctor treated the patient with 14 units of lantus and 14 units of novolog insulin pen, before each meal. The patient was advised the insulin pump should not be used while in the hospital. The patient was diagnosed with diabetic ketoacidosis (dka) "brink of ketoacidosis". The doctor diagnose that the cause of her illness was likely due to inadequate insulin delivery over the past 10 days, as dexcom was not reporting accurate readings. No extra cgm sensors were available with her at the hospital, so her friend brought some from home (just 5 minutes away). However, 3 dexcom "sensors failed" during the pairing process. At the time of the report, the patient was still in the hospital, waiting for her last IV bag to finish. At the time of the report the patient was feeling much better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was feeling very sick. The reported glucose values fall within the b zones of the parkes error grid afterwards. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.